Event description:
It was reported that the customer's device had its service indicator illuminated and had logged an event code. The event code logged would prohibit use of the device's ECG function on paddles mode and would also prohibit use of the device's AED functionality. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer (hospital biomedical engineer) reported that after evaluating the device and verifying the reported failure, they replaced the therapy pcb assembly. After the therapy pcb assembly was replaced, proper device operation was observed through functional and performance testing and the device was returned to the end user for use.